Event description:
During evaluation of the device upon return from the customer, review of the ventilator event log noted a vent inop occurrence due to a 24v monitor failure and loss of power due to user error in allowing battery to deplete during operation. The occurrences were not reported by the customer, and there was no patient harm reported. The vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and requires service. The main pcb board will be replaced during completion of service to address the finding.

Manufacturer narrative:
Additional product code: nou.